Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the coil delivery wire was broken 90cm from the proximal end inside the introducer sheath. In addition, the main coil and delivery wire were kinked. No damage to the introducer sheath was observed during evaluation. No functional testing was performed due to the condition of the device. Information available indicated that the subject device was in good condition prior to use. In addition, the customer had reported difficulties during initial loading of the device into the microcatheter. Based on the current information available and analysis of the device, it is probable that the damage to the delivery wire may have occurred during handling of the device. Therefore, an assignable cause of handling damage was assigned to the observed delivery wire break.

Event description:
Analysis of the returned device revealed that the coil delivery wire was broken. There were no patient adverse consequences due to the reported event.